Event description:
It was reported that during implant attempt, the helix could not be extended in the implant site, but would extend on the table. In addition to positioning/fixation difficulty, there was also high impedance. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted there was blood in/on the helix/lobe mechanism.